Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead insulation damage was noted during a pocket revision procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the outer insulation was breached with in 20 cm from the proximal end of the lead. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.